Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -14.00/+1.00/x094 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. The lens tore during delivery into the eye. During the same procedure the lens was removed from the eye and exchanged for another same model with a similar diopter. This resolved the problem. Post-op visit on (B)(6) 2016; ucva was 20/20. No adverse event reported.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed and the lens having foreign material on lens surface. (B)(4). The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14/+1.5/94 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on the same day due to a lens tear/break during injection. The lens was exchanged on (B)(6) 2016 for another same model and similar diopter. This resolved the problem. On (B)(6) 2016, the patient's post-op uncorrected visual acuity (ucva) was 20/20. (B)(4).